Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure a balloon rupture occurred. The lesion was located in a mildly tortuous and heavily calcified proximal to mid left anterior descending artery. The maverick otw 9mm 1.50 balloon catheter was inflated multiple times and eventually ruptured. It is believed that the rupture occurred above twenty atmospheres; however, the number of inflations and to what atmospheres is unknown. The balloon was removed intact. The procedure was completed with rotational atherectomy, multiple balloons and two ion stents. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user related as the dfu indicates balloon pressure must not exceed the rated burst pressure. (B)(4).